Event description:
Per the clinic, the device was explanted (specific date not reported) due to prolonged issue with the sound quality. It is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to chronic pain and prolonged issue with the device sound quality. Correction: the previous or initial MDR submitted on september 22, 2025 was filed inadvertently. No explantation had occurred at the time. The correct date of awareness is december 16, 2025; instead of august 26, 2025 as previously reported.